Event description:
Complainant alleged that while analyzing a conscious male pt's (age unk) heart rhythm, the device returned a "shock advised" determination then subsequently delivered a shock. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the product and this complaint is still under investigation.